Event description:
I had saline-filled breast implant surgery 13 years ago in (B)(6). Recently, for about 2 months now, I have been experiencing chronic severe pain in my left breast. The pain is a very sharp, stabbing pain radiating through my back and shoulder as well as a dull burning sensation deep within the breast. I visited a different plastic surgeon in another state and she presented my options as well as ordered a mammogram and breast ultrasound. I have not received the results yet. I am completely convinced the pain is from the implants and am having them removed in a couple of weeks due to the pain and effects. There was no direct trauma to the breast now or in the past, and am normally a healthy, non-smoking, non-alcohol (B)(6) year old. Medical conditions: high blood pressure-controlled with medication. Allergies: nkda. Important information: non-smoker, non-drinker, otherwise healthy. Rx meds: systolic 5mg, abilify, paxil, wellbutrin.